Event description:
Procedure performed: unknown. Event description: [translation] during placement of the 5 mm trocar, it broke in 2 in the abdominal wall, in horizontal direction. The abdominal wall of the patient was certainly thick, but this should not happen. It was difficult to retrieve the broken piece. Intervention: retrieval of separated part. Patient status: no incidence on the patient status, except the difficulty to take the plastic pieces out.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. The wall thickness of the cannula was measured and met specifications. Based on the condition of the returned unit and the description of the event, it is likely that the fractured cannula was due to excessive force during use. It is possible that the physical characteristics of the patient contributed to the force exerted on the unit during insertion. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic sleeve gastrectomy. Event description: [translation] during placement of the 5 mm trocar, it broke in 2 in the abdominal wall, in horizontal direction. The abdominal wall of the patient was certainly thick, but this should not happen. It was difficult to retrieve the broken piece. Additional information received by email from applied medical representative on 25jan22: name of procedure being performed => laparoscopic sleeve gastrectomy the part of the device that broke was the cannula. The fracture occurred in the middle of the cannula. Not robot assisted surgery, it was a conventional laparoscopic sleeve gastrectomy the method of insertion was standard : incision of the skin with a scalpel of a 11cm blade, then insertion of the trocar with the obturator. Intervention: retrieval of separated part. Patient status: no incidence on the patient status, excempt the difficulty to take the plastic pieces out.